Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-04824. It was reported that both of patient's leads migrated, which is suspected to be caused from a recent chiropractic or physical therapy adjustments. The migration was confirmed by fluoroscopy. As a result, surgical intervention was undertaken where in both leads were explanted and replaced. Effective therapy restored post- operatively.